Event description:
It was reported that the lightsource flickered on and off during a case. It was further reported that this happened about 3 times. The case was completed successfully by using another lightsource.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.